Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) tore during insertion into the patient's eye. There was no patient injury. No additional information provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes, returned to manufacturer on: 5/6/2021. Section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal. The lens was cleaned, it was observed that the optic body had been torn but can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue was confirmed however, this can be attributed to handling and cannot be confirmed to be related to manufacturing, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted